Event description:
It was reported an issue with optilene suture. The client reported that in six occasions: there is the separation of the needle from the thread in the junction. It happened during the operations with different doctors. It happened with every third thread in the box. Also the doctors point that the thread is break not just in the junction. Several occassions. Different doctors, different patients. Coronary artery bypass. No further information has been received.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Summary of investigation: there is one previous complaint of this code-batch regarding needle detachment, closed as confirmed after analysis. We manufactured and distributed in the market 900 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Nevertheless, considering that there is a previous confirmed complaint regarding needle detachment defect, we consider that this complaint is confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had an incidence related to needle detachment but was released fulfilling usp/ep and b. Braun surgical specifications. Needle attachment strength results conducted on samples before releasing the product were 0.133 kgf in average and 0.126 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum). Conclusion root cause analysis: it has not been possible to determine the root cause because samples have not been received. Final conclusion: taking into account that there is a previous confirmed complaint for this code-batch regarding needle detachment, we conclude that this complaint is confirmed for this defect. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.